Event description:
The rep stated that the filterwire was in a svg to diagonal (a male pt) and when trying to pull back the retrieval sheath back the physician stepped on the angiograph and found a piece of the sheath had broken off. They were able to retrieve the broken piece successfully with no harm to the pt. The following info was provided by the sales rep. The doctor used the retrieval sheath to capture the basket. The system was successfully removed from the pt. The physician stepped on fluoroscopy and it was at that time we saw the debris in the diagonal graft. I examined the filterwire and retrieval sheath and noticed the distal end of the sheath that contains the radiopaque marker was missing. The physician was able to place a wire through the catheter and then he took a small 1.5 x 8 coronary balloon through the remaining sheath piece and slightly inflated the balloon to secure the sheath piece in the center of the balloon. The balloon with the sheath piece was then removed from the pt. The broken piece of the sheath was left secured on the balloon that was returned." Final pt condition was reported as "fine".

Manufacturer narrative:
Returned product analysis confirmed the detached portion of the distal sheath tip and also confirmed that the detached sheath tip was retrieved successfully with a 1.5 mm coronary balloon. The detached distal tip section measured approx 3 mm and included the radiopaque marker band. The root cause of the failure could not be determined.